Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/09/2020. Additional information: one empty opened foil and a winding former with seven parked needle-suture combinations, one detached needle and one suture of product code vcpb725, lot pl5271 were received for analysis. The product code is control release and required eight strands per packet. During visual inspection of the detached needle, the swage and attachment area were noted to be as expected. The barrel hole of the needle was examined under magnification and no suture remnant was noted. The suture was examined and the insertion mark was observed as expected; however the force used to detach needle from the suture could not be determined. In addition the seven needle-sutures were visually inspected, the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were found. A functional test was performed and the pull force results meet the customer requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pl5271 batch number, and no non-conformances related to the reported complaint condition were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: were x-rays taken to locate the needle? No further information is available.

Event description:
It was reported that a patient underwent an unknown ob-gyn surgery on (B)(6) 2020 and suture was used. During the procedure, when holding the needle, the suture was detached from the needle. There were no adverse consequences to the patient. No additional information was provided.